Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed an error when they tried refilling the device in the morning of the phone call. The customer stated that their blood glucose was high but declined to provide the specific value. The stated that they had treated prior to starting the infusion set change. Troubleshooting was performed and the customer noticed that the drive support cap was flush. Even though, the customer was advised not to press the cap, they did it anyway, stating that the device was already not working anyway. The customer did not have manual injections for a backup plane. They stated that they had another insulin pump which they would use. The customer's doctor advised them not to use the device. The discontinuation of the malfunctioning insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).